Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with a trial external neurostimulator (ens). It was reported that when the patient had the trial system, the hcp thought that the lead may have migrated from the initial position of being centered on t9 down to between t8-t9. The patient received good therapy during the trial. No further complications were reported.